Event description:
The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that a user visualized particles related to a ventilator's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on apr 15, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that a user visualized particles related to a ventilator's sound abatement foam. There was no report of serious patientharm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service centre, the device was visually inspected and verified particles in airpath. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error codes found. The manufacturer concludes that there was visible foam degradation and confirmed that the rear case enclosure, d/c cable, detachable battery count has damaged. The device got scrapped. In this report, section d9, g3, h3, h6 has been updated.